Event description:
It was reported that the patient experienced pain, and continued difficulty to reach and operate his ams 700 cx inflatable penile prosthesis (ipp) pump. The patient had seen his doctor about this issue, and he was told that his scrotum is very small so the pump was placed close to the anus. He has talked with physician about repositioning it, but the doctor is reticent because of risk infection. He would like to visit the doctor again and see if any further training will assist. Additional information received stated that the patient's pump is too low in the scrotum and it is causing him an extreme pain. As a result of this, he is unable to use the device. The patient has consulted another prosthetic urologist and he was told that the pump is too big for him and it needs to be removed. He was told to first talk with his doctor before performing the surgery. The patient scheduled an appointment with his doctor on (B)(6) 2019.